Event description:
Same case as MFR#: 2134265-2009-01296 and 2134265-2009-01298. It was reported that during a coronary drug-eluting stenting treatment procedure, removal difficulties occurred. The target lesions were located in the left anterior descending (lad) artery and the first diagonal branch. The physician used a kissing balloon technique to pre-dilate the lesions. The first attempt with two 15x2.0mm apex coronary balloons was unsuccessful; resistance was encountered during advancement and removal of the balloons on the non-bsc guide-wires. After successful predilatation with two 2.25x16mm maverick2 coronary balloons, the 2.25x16mm taxus express2 atom drug-eluting stent delivery sys (sds) was advanced to the lesion in the diagonal branch but it got stuck on the guide wire. The sds was successfully removed and the lesion in the diagonal branch was not stented. The procedure was completed after stenting the lesion in the lad. No pt complications were reported and the pt's current condition is listed as "fine".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.